Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with folds/wrinkles in left eye. A brief description of event says that patient had inadvertently touched the eye and wrinkled the left flap ans surgeon suspected under correction in right eye. Account reported there has been no undercorrection of 2 or more diopters at the point of refractive stability. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of fuzzy vision in both eyes and wishes it was over and she has her normal life back however, it is also indicated that symptoms are not interfering with daily activities. Surgeon did flap lift and rinse on left eye (B)(6) 2016.